Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had constant tone. The customer was advised to insert a new battery. The customer stated that the constant tone disappeared but the insulin pump froze. The customer was advised to put insulin pump into rest and insert a new battery. The customer reported that the insulin pump did not return to normal function after troubleshooting. The customer's blood glucose was 146 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no constant tone anomaly, audio beep anomaly or frozen screen noted. The insulin pump had cracked battery tube threads, reservoir tube and minor scratched display window.